Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was observed to be separated from the drip chamber. Solvent was present on both components. However, the solvent mark was present at 0.3 cm from the edge of the drip chamber and the tubing is supposed to be inserted 0.8 cm from the edge. This is the first time that such an anomaly was observed, therefore no corrective action was performed. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number will not be provided at this time.

Event description:
The customer reported to corporate product surveillance of an unknown set that disconnected below the drip chamber. It is unknown if this incident occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.